Event description:
Patient reported the infusion device switched off by itself. Patient stated the batteries are tight in the compartment. Patient reported the battery contacts are not corroded. Patient stated there are no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The history analyses shows that the pump did not switch off by itself. The pump only had a power down while the customer performed a battery change. On the day the event occurred, the pump had no power down. History-list (B)(4) .2013 - 15:53:02 powerdown (B)(4) 2013 - 15:53:32 powerup (B)(4) 2013 - 07:49:07 powerdown (B)(4) 2013 - 07:49:43 powerup consumables: n/a. The problem mentioned by the customer could not be reproduced.